Event description:
The account alleges that the brake would not hold. There was in injury as a result of this issue, however, as of this report hill-rom does not know to what extent. As of this report, litigation is pending.

Manufacturer narrative:
As of this report, hill-rom has yet to receive any correspondence regarding resolution to this complaint. Therefore, hill-rom is unable to determine whether or not this issue has been resolved. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.